Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Electrical, visual, and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported during implant procedure that the new intended lead failed to capture or sense. The lead was explanted and replaced. The patient was stable and asymptomatic.